Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 498 mg/dl. The customer stated that they have a back up plan . The customer was not treated yet. The customer was documented for high blood glucose. The troubleshooting was performed on no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.